Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "system error 105" was confirmed. This deficiency was caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no pt injury.